Event description:
It was reported that prior to device replacement, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead remains implanted and will be monitored remotely. Patient condition was good.